Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}.

Event description:
It was reported that the initial right total hip arthroplasty. Approximately 2 years later the patient received a cortisone injection to the right hip for bursitis and pain. Symptoms were reported as resolved. Attempts have been made and no further information has been provided.

Event description:
It was reported that the initial right total hip arthroplasty. Approximately 2 years later the patient received a cortisone injection to the right hip for bursitis and reported as resolved. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 110010264 lot# 65028831 g7 osseoti multihole 52mm e. Cat# 00877503201 lot# 3049577 bioloxâ® delta, ceramic femoral head, s, ã¸ 32/-3.5, taper 12/14. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; g3; h2; h3; h4; h6. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.